Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not deliver the correct amount of insulin and it was hard to disconnect from the body. The customer also reported that they had experienced high blood glucose levels of 561mg/dl to 791 mg/dl. The customer had symptom of being thirsty. The customer treated the high blood glucose with syringe and insulin pump. The customer was unsure whether there were air bubbles. Troubleshooting was performed and insulin was able to exit without incident. The customer recalled receiving an insulin flow blocked alarm since the high blood glucose began. It was noted that the alarm was cleared after troubleshooting. It was also noted that they found out the set was expired and was the cause of the insulin flow blocked alarm. The insulin pump passed the no delivery test. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).